Event description:
A caller reported an issue related to incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the situation. The caller did not understand why the time discrepancy occurred but acknowledged the instructions to follow up if the issue recurred.